Event description:
It was reported that during an implant the right ventricular (rv) lead was difficult to advance and had to be repositioned and then failed to pace. Another lead was implanted. The physician thought that the lead was damaged while trying to advance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, the lead appeared to have been damaged at implant and the lead was stretched.